Event description:
It was reported that the customer had unexplained low blood glucose at school. Paramedics where called to assist customer at scene. The blood glucose reading was 33 mg/dl when the paramedics arrived. Caller stated that the customer bolused for a candy, but the candy was confiscated by teacher causing the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.